Event description:
It was reported that following a video-assisted thoracoscopic procedure, an electrocardiogram revealed loss of ventricular output. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).